Event description:
It was reported by patient's representative that patient allegedly underwent left knee replacement surgery that required revision. The specific facts regarding the reason for the alleged revision are unknown at the present time.